Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which can cause a bent or damaged device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via sems-06959817 that an ar-300-b001 burr was bent. This occurred during a case as they went to start and noticed the burr was slightly bent. They were able to remove it, discard it, and replace it with another. There were no adverse effects on the patient or procedure.